Event description:
On (B)(6) 2012, the patient contacted animas and stated that for the past month, the down arrow keypad button has been sticking and required multiple button presses in order to elicit a response. There was reportedly no issues with the other keypad buttons. The patient denied damage to the keypad or that the pump was exposed to water. The patient reportedly wore the pump in a pump skin under clothing and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 07/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: testing confirmed the down and ok buttons are sticking and are hypersensitive/scrolling in response to button presses. Multiple button presses are required before the up, down, ok and contrast buttons will engage. Damage to the keypad- a small hole on the down arrow button - was observed. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the down arrow button contact is misaligned. The up, down, and ok button contacts are inverted and do not spring back when pressed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.